Event description:
A failure of needs programming keypad. Customer reported there were no patient injuries associated with report and there have been no incident reports filed since the last baxter service event. Customer reported incident occurred during biomed testing.